Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found to have a few speed drops to 3000 rpm. The patient reported a few very brief episodes of alarms, but the alarm was over before he was able to view the system controller. The system controller was exchanged and x-rays were taken. The log ile was reviewed 24 hours after the system controller was exchanged without speed drops. The internal x-ray were reviewed appeared to show separation of the percutaneous lead at the pump end bend relief. The patient remains in the hospital, listed 1a for a heart transplant due to the potential internal driveline damage.